Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 3 devices: degradation problem identified, wear problem, lubrication problem identified, material and/or chemical problem identified, no device problem found / part/component/sub-assembly term not applicable. Product disposition: 3 devices: scrapped by stryker. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31, 2026. This report summarizes 3 events for the failure: fracture. 3 events had problem identified during non-clinical procedure; there was no patient involvement.